Manufacturer narrative:
Additional narrative: (B)(4). Product investigation summary: the saw tooth thread of the click'x 3d-head is separated into two sections by the rod receiving channel. One section is damaged close to the rod receiving channel. The other section shows no visible damage. The material of the screw head has been thrown up by the screw driver. It was stated that the preassembled click'x pedicle screw has been inserted by the screw driver shaft and the holding sleeve. The intended function of use (IFU) of the screw driver shaft with integrated holding sleeve is to insert the preassembled click'x pedicle screw. The pattern of the damage of the thread of the click'x 3d-head and of the hex drive of the pedicle screw indicate that during or after the insertion, a large bending moment was acting at the interface between the holding sleeve and 3d-head, which caused a splaying of the 3d-head. However, without instrument it is not possible to pinpoint the actual cause. A visual inspection of the 3d-head showed the following: the conical element and bushing separated from 3d-head. The bushing was still in contact with pedicle screw. The bushing is heavily damaged. A review of the device history records found no issues that would have contributed to this complaint. No manufacturing related failure could be detected. Neither a manufacturing nor a design related failure could be detected. Additional product codes include: mni, mnh, kwp, and kwq. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes: mni. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon use the click'x screws, when the surgeon tried to put the second screw in the sacral area, the surgeon stated that the screw head disarmed. The surgeon proceeded to remove all the pieces of the vertebral body. The nurse received all the pieces and they were separated. There were no reports of patient harm or of any surgical delay. This is report 1 of 1 for complaint (B)(4).